Event description:
A malfunction alarm identified as malf 24 occurred, prompting action from technical support. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer. They provided instructions for storing the current pump before returning it to tandem and explained how to program and connect the continuous glucose monitor (cgm) to the new pump. The customer was advised to return the defective pump within ten days using the provided shipping materials to avoid any charges. Customer will continued to use the pump for insulin therapy.